Event description:
It was reported that during removal of the catheter from the pt, it separated with approximately 5cm remaining in the pt. A neurosurgeon recommended leaving the separated portion in place. There were no further complications.